Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex (lcx) artery. The 2.75x28mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion for direct stenting, however, failed to cross due to the anatomy. Resistance was also noted during removal of the sds due to the anatomy. An attempt was then made to cross with an unspecified balloon, but it also failed to cross; therefore the procedure ended with no treatment performed. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.